Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the outer insulation was breached/cut. There was some blood/body fluid infiltration into the lead.

Event description:
It was reported during the implant procedure that there was a question as to a possible output malfunction with the lead. The lead was not implanted. No patient complications have been reported as a result of this event.